Manufacturer narrative:
An event of device deformity was not confirmed via returned device analysis. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on 17 mar. 2025, a 28mm amplatzer septal occluder was selected for implant. During the procedure, the device presented in a cobra deformation. There was no angulation of kinks in the ds or interaction with any cardiac structures. The device was replaced with a 30mm amplatzer septal occluder to resolve the event. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is stable.

Event description:
It was reported that on (B)(6) 2025, a 28 mm amplatzer septal occluder was selected for implant. During the procedure, the device presented in a cobra deformation. There was no angulation of kinks in the ds or interaction with any cardiac structures. The device was replaced with a 30 mm amplatzer septal occluder to resolve the event. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is stable.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.